Event description:
Procedure: tonsilectomy. The facility was using a conmed electrosurgical unit and "bovie". Patient was grounded with a pad on their leg. The gag was suspended on a mayo stand and protected with silicone tubing. No insulation breaks were noted on tubing/cable by the staff. The patient had an endotracheal tube for airway protection during the procedure. Surgery proceeded fine, however in the recovery room the patient was noted to have a burn on their tongue and lip. The burns were 2nd degree. On their tongue was a 1" lesion, on the lip was 1/2cm lesion. Patient was re-admitted to a hospital overnight for airway observation and steroids for tongue swelling.